Manufacturer narrative:
One opened probe was received with a tip protector, in a tray with other items, for the evaluation. The sample was visually inspected and found to be non-conforming with orange/brown foreign material on the port face and white foreign material on the needle. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for cut and non-conforming for actuation. The probe sample was disassembled, and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks were observed at one location along the inner cutter. The sample was retested for actuation with the probe driver and was able to actuate. The initial actuation test failed due to an interference within the probe and once the interference (needle assembly) was removed the probe was able to actuate. Attached photo of the pak label has been reviewed by the manufacturing site. The product and lot information seen matches what was reported. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation does not confirm that the probe sample had a cut failure. The evaluation indicated that the probe had an actuation failure. The cut functionality of the probe was conforming; however, the observed actuation failure could have caused the probe to not cut at the time the reported event was observed. The exact cause of the actuation failure cannot be determined from the evaluation performed. The reported cut failure was not confirmed, and the exact root cause of the actuation failure could not be determined, therefore, no specific action with regard to this complaint was taken by the manufacturing site. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints will be continued to be reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that probe could not cut but it was vibrated and sucked fluid when it tried in a cup with balanced salt solution (bss) during the vitrectomy surgery. The surgery was completed after replacing the new pak. Additional information requested and received that the patient was contacted with device but no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).